Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the root cause for foreign matter remaining in the equipment could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens adhesive joint is cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material came out of the air/water channel. There was no patient involvement.